Event description:
Dr cemented a crown on tooth #7 using fuji plus cement. After the appointment, the pt experienced swelling of the gum tissue and palate and difficulty breathing. On 3/16/1999 pt was medical dr and he placed her on steroid, antibiotic and inhaler medications. After taking the medications, pt's condition improved.